Event description:
It was reported that a 58-year old female patient underwent breast augmentation revision with a 450cc product ce med height tissue expander, and intra-operatively, the expander started leaking. As a result, a 350cc ce med height te (catalog: 3548222 lot: 9662933 sn: (B)(4) was implanted instead. No adverse event was reported. However; the procedure was delayed for a few minutes.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 3, 2022, the mentor failure analysis lab received the device for evaluation. On october 5, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 450cc tissue expander. Leak testing was performed, according with mentor procedure, and it revealed two (2) tears on the anterior view, the tear (a) measuring approximately less than 0.1 cm and the tear (b) measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the two tears. Parallel striations are consistent with markings made by a sharp object perforating the shell of the tissue expander. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.